Event description:
It was reported that during a breast biopsy procedure, the cannula of the device was allegedly self-activated upon preparation for firing after several tissue collection. It was further reported that the device was allegedly failed to prime. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one monopty disposable core biopsy instrument was received for evaluation. Upon visual evaluation, the device appeared to have residue throughout and was received in second rotational position with the arrow in the ready window. There were no visual anomalies noted on the device. Upon functional testing, the cannula and stylet retracted and locked into place as expected. The device was able to be fully primed with no issues. The device was functionally tested by cocking and firing the device 20 times into a chicken breast for a total of 20 tests. The device was able to prime and fire properly. The device did not self-activate during functional testing. All samples were obtained with no issues. Therefore, the investigation is unconfirmed for the reported self-activation issue and failure to prime as the device was able to prime and fire properly. A definitive root cause for the reported self-activation and failure to prime could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 03/2025), g3. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one monopty disposable core biopsy instrument was received for evaluation. Upon visual evaluation, the device appeared to have residue throughout and was received in second rotational position with the arrow in the ready window. There were no visual anomalies noted on the device. Upon functional testing, the cannula and stylet retracted and locked into place as expected. The device was able to be fully primed with no issues. The device was functionally tested by cocking and firing the device 20 times into a chicken breast for a total of 20 tests. The device was able to prime and fire properly. The device did not self-activate during functional testing. All samples were obtained with no issues. Therefore, the investigation is unconfirmed for the reported self-activation issue and failure to prime as the device was able to prime and fire properly. A definitive root cause for the reported self-activation and failure to prime could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a breast biopsy procedure, the cannula of the device was allegedly self-activated upon preparation for firing after several tissue collection. It was further reported that the device was allegedly failed to prime. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a breast biopsy procedure, the cannula of the device was allegedly self-activated upon preparation for firing after several tissue collection. It was further reported that the device was allegedly failed to prime. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 03/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.